Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient was admitted to the hospital due to dizziness and feeling weak. Upon interrogation of the device, pauses in capture, oversensing and increased threshold were observed on the right ventricular lead. The device was reprogrammed and the patient was observed overnight. Due to uncertainty of lead placement, the physician decided to cap and replace the lead on (B)(6) 2018. The patient was stable.